Event description:
It was reported that during a pacemaker's implant procedure, the right atrial lead's connector screw was not tightening. The device had to be replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Reported event of set screw too loose was not confirmed. The device was received above elective replacement indicator (eri) upon receipt. Analysis of header and connectors revealed no anomaly contributing to reported event. Further analysis was performed, and device exhibited normal device characteristics with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.